Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they could charge the ins to 100 percent, but ¿they could barely stand it, it hurt so bad¿. The patient inquired if this could mean there was something wrong with their battery or the battery was dead. Patient services reviewed therapy theory/usage. The patient confirmed stimulation was on and stated that they had tried increasing stimulation on all available groups/programs and stated that they were still not getting therapy relief. The patient stated that the loss of therapy began about three days ago. The patient confirmed they have not had any recent traumas/falls. Additional information was received from the manufacturing representative and patient. The patient reported a pain/stabbing sensation at their ins site when the stimulation is on. The patient feels that the ins may have moved. They noted that the pain at the ins stops when the device is turned off, but then their chronic pain increases. It was noted that the patient recently lost 40lbs and has increased their activity. The rep indicated that impedances were within normal limits. The ins site was evaluated by the physician, and they are waiting on a decision to revise the ins. Additional information was received from the rep. It was reported that surgery was planned to move battery. Additional information received from the patient who reported they had weight loss and battery needed to be moved up. Surgery scheduled for (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient lost weight, and when she lost weight the ins dropped down. The patient thought the ins was on a nerve and she couldn't charge it. A revision took place on (B)(6) 2020 to move the ins higher.